Event description:
It was reported that during a cholecystectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.